Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump alarmed for error 1 after the error message was cleared on the continuous glucose monitor (cgm) by recalibration. The patient confirmed seeing the cgm value but the pump continued to emit error 1 message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged error 1 issue was not duplicated in the evaluation. Review of the continuous glucose monitory (cgm) history found record of error 1 on the complaint date. Review of black box data found the last basal was delivered over two months after the complaint date. Black box data on the complaint date was overwritten due to continued customer use. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Audio and normal bolus were delivered and recorded correctly. The cgm session gave the appropriate error message when a very high blood glucose value was entered and the cgm session correctly resume after a 15 minutes wait time expired.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.